Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the device was exhibiting high impedance since implant. Capture threshold had also increased. Upon opening the pocket, it was observed that the setscrew was not completely activated and the leadhad pulled back slightly from the header. The case was clinically resolved by tightening the setscrew. Hence, the system remains implanted.